Manufacturer narrative:
(B)(4). The analysis results found that the er420 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed thirteen clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was a cholangiogram used in the procedure? No. What vessel or structure was the device fired on at the time of the event? Cystic artery. Was the clip fully advanced into the jaws prior to firing? Not on the first fire. Was there any torquing or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? Unknown. Were any unexpected noises heard? If so, when? Unknown. Did somebody other than the primary surgeon fire the instrument? If so, whom? No.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the first clip deployed fine, the second clips was malformed and every firing after that the clip started ejecting from the device. Another same like device was pulled to complete the procedure with no patient consequence.